Event description:
**Update** (B)(4) 2013- new litigation papers received. Dor provided for right hip. There is a side with doi discrepancy from the litigation papers originally received. At this time, the sides will remain as they are. Should we receive additional information, we will update if needed. There is no new additional information that would affect the investigation.

Event description:
Litigation papers allege cobalt and/or chromium poisoning, constant pain, numerous doctors visits, possible revision surgery, anxiety, fear and other emotional and economic damages.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers this investigation closed.